Manufacturer narrative:
(B)(4). Returned product consisted of an nc emerge balloon catheter. The balloon was loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. The balloon has a 2mm longitudinal tear starting 9mm from the proximal markerband. The tip is damaged. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported difficulty. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 10-nov-2017. It was reported that crossing difficulties were encountered. The 87% stenosed target lesion was located in the mid left anterior descending (lad) artery. A 3.00mm x 15mm nc emerge® balloon catheter was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a longitudinal balloon tear.